Event description:
A cordless driver high speed bur attachment was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was discarded by the user facility, and it is not possible to determine the root cause of the device overheating without an eval.